Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, customer filled the cartridge with 500 units. There was no impact to customer's blood glucose. A new cartridge was loaded to addressed the event, the pump fill estimate was accurate, and insulin delivery was resumed.